Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible.

Event description:
The following was reported to gore: the patient presented for aortic bifurcation treatment. The gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was advanced into the left common iliac for bilateral kissing treatment. The balloon was inflated and the vbx successfully expanded in the correct position. However, the doctor was unable to deflate the balloon. The doctor tried pulling negative pressure with a large syringe and then tried to pop the balloon with excessive pressure. Both attempts were unsuccessful. The doctor eventually used a transjugular intrahepatic portosystemic (tips) lancet needle to get the catheter/balloon out. There was no harm done to the patient.

Manufacturer narrative:
Corrected data: d2. Common device name. Additional manufacturer narrative: the referenced complaint did not have a returned device. The following evaluation is based on information obtained from the event description and communication summary. Each balloon is 100% verified in process to inflate and deflate. The device history file was reviewed and no anomalies were identified. Machine history files were reviewed and no non-routine maintenance was identified. Based on the evaluation performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #21490228. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.